Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a loaner insulin pump on 07/08/2016. Customer's blood glucose was 19 mmol/l. The pump has been alarming no delivery non-stop during the whole day. Customer replaced the infusion sets, reservoirs, and used different insertion sites. Customer stated that the pump kept alarming no delivery even with the different sets. Customer was advised that the pump will come back for analysis and will be replaced by another loaner pump.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.